Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted to functional and performance testing and all results were satisfactory. The reported issue was not confirmed nor could a root cause be determined. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A complaint was reported to baxter's distributor in (B)(4) regarding a continu-flo set-primary drugadmin stating that the set is blocked.the incident happened before use, no patient is involved.